Manufacturer narrative:
Product complaint # (B)(4). Additional information received: (B)(4) is a duplicate of (B)(4). Corrected data: type of reportable event: not reportable (voided as duplicate submission). Duplicate submission: MFR report # 3005075853-2019-19433.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a hartmann-surgery procedure, after firing the stapler, the doctors realized that the anastomosis wasn¿t complete and identified a 2-3mm leak. After a second resection a second stapler was fired. Anastomosis and donuts were complete. There were no adverse patient consequences reported. The patient from this procedure is doing fine and has been released from the hospital already.